Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. Unit received with the lock having rotational and lateral movement and a residue buildup is present. New components were added to replace worn internal parts and general maintenance performed. Root cause - complaint confirmed via inspection of the unit. The lock was having rotational and lateral movement and required replacement of worn internal components due to routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) had slippage issues. The facility has not reported if there was patient involvement, injury or surgical delay related to this event.